Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient has residual cylinder both eyes with optiwave refractive analysis. Surgeon is unhappy with outcome. The iol exchange has been planned on (B)(6) 2021. Additional information has been received and provided that the iol was replaced with another lens following the initial procedure. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).